Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the patient received several hv therapies. The hv lead impedance for the therapies were low. Insulation damage was suspected. The physician opted to continue to monitor the patient based on good hv impedances for the therapies. The lead remains implanted.